Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent right inguinal hernia repair with a large prolene hernia system on (B)(6) 2010. It was reported that patient underwent mesh removal, exploration of right groin, removal of lipomatous fatty material in right femoral area and appendectomy on (B)(6) 2011 due to possible mesh reaction, pain in the right groin.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and vaginal bulge. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient underwent partial mesh removal on (B)(6)2013 due to rectocele, prolapse and embedded mesh. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge. It was reported that the patient underwent transvaginal excision of mesh as well as transvaginal excision of urethral sling on (B)(6) 2013 due vaginal mesh erosion by dr. (B)(6).